Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair. To date no further details have been provided.

Event description:
The customer reported to philips that the ventilator alarmed with low tidal volume. The customer reported the unit was in use on patient, but there was no patient harm.

Event description:
The customer reported to philips that the ventilator alarmed with low tidal volume. The customer reported the unit was in use on patient, but there was no patient harm.